Event description:
Customer reported the extension set male luer disconnected from luer locking cannula female luer during heparin infusion. There was blood leaking from the luer locking cannula that was still connected to the split septum connector. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.